Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Sales rep reported revision surgery. Reason for revision is unknown. Update rec¿d 5/14/2014 - medical records received. Hip side identified. Patient revised to address elevated metal ion levels, fluid collection and metallosis. Upon revision, a small amount of corrosion on the trunnion was noted. The stem and sleeve are being added to the complaint. This complaint was updated on: 06/04/2014.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Examination of the reported device was not possible as it was not returned. A search of the complaints databases and/or a review of device history records were not possible as the required product/lot code combination was not provided. The investigation can draw no conclusion regarding the reported event with the information available. Based on the inability to determine root cause, the need for corrective action has not been indicated.